Event description:
A user facility reported to olympus, a malfunction in the instrument channel port and insufficient reprocessing of oes cystonephrofiberscope. The malfunction was found during reprocessing. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) was dispatched on jun 6, 2023, to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The ess dispatch report stated that during the observation after the procedure was over the customer did not pre-clean the scope. Also, the customer went to remove the valve from the biopsy port which had broken off on the biopsy port when they were trying to disconnect it. The customer ended up pulling out the entire biopsy port on the scope. The customer then used wash clothes to wipe off falling external surfaces. The customer did not use the channel opening brush on the scope. The customer then used a 50ml syringe to flush the detergent three times, water three times, and air three times through the scope instead of a 30ml syringe. All reprocessing personnel were trained on infection control information referenced in the user manual and customer was provided via email with all the findings along with the IFU on how to correctly clean the scope. The subject device was not returned to an olympus service center for evaluation; therefore, the alleged reportable malfunction could not be confirmed. A nonexistent serial number was reported, so the date of manufacturing and device history record could not be identified. Unsuccessful attempts have been made to obtain the serial number. Based on the results of the investigation, since the device was not returned, it is presumed there were deviations in the handling methods of the device and reprocessing methods between the recommendations of olympus and the methods of the facility. It was confirmed during investigation that the pre-cleaning was not performed at the facility. They also stated they pulled out the entire biopsy port from the scope and they wiped the external surface of the subject device with wash clothes. However, a definitive root cause cannot be confirmed. Phenomena might be prevented by following these descriptions addressed in the instructions for use (IFU): chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures as a result of checking the instruction manual and labeling of the product, there was no abnormality that would lead to phenomena. Olympus will continue to monitor field performance for this device.